Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.